Event description:
A patient reports receiving a hazard alarm while wearing a pod for longer than 48 hours. The patients reported blood glucose level was over 250 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the device was received with the soft cannula deployed with a crack in the top housing and discoloration visible through both housings. Inspection of the pod found corrosion on the pcb assembly and top battery. All attempts to download the data from the device were unsuccessful due to the observed corrosion. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, which resulted in fluid leaking from the intended fluid path and into the device. It could not determined if the crack observed in the top housing allowed fluid to leak into the device. Without the data, it could not be determined if a hazard alarm had been generated by the pod or if the internal leak contributed to the reported event. The exact cause of the reported alarm could not be determined.